Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.